Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a blush type IV endoleak noted post implant. The location of the type IV endoleak was unknown. The leakage seemed to be considerable, although there was the possibility that the contrast medium was too strong. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
Additional information was received for this case. The reported type IV endoleak self-resolved. There was no secondary intervention performed for this case.